Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter. The patient suffered complete heart block requiring a temporary pacemaker and prolonged hospitalization. During an avnrt case, a complete heart block was noticed in the patient after use of a bwi catheter. There was about 1-2 seconds after coming off ablation and complete heart block was noticed immediately, via the electrocardiogram (EKG) signals on the recording system. The complete heart block was confirmed via the recording system. A temporary pacemaker was placed in the patient and the patient is being held overnight for monitoring. The complete heart block lasted for about 20 minutes, and then the patient had one to one conduction. After discussing with the physician, they did not see any his (bundle of his) on the timeline retrospectively. The had only ablated for 1 minute and the catheter showed on the timeline but it did not move beyond the location they had originally ablated. Everything was done correctly, but the physician believes that conductive heating did not stop after they came off ablation, and conductive heating extended to the "fast pathway". It was reported that the patient was currently in stable condition. The physician¿s opinion on the cause of this adverse event was procedure and patient condition. The patient was fully recovered. The patient did require extended hospitalization because of the adverse event as a precaution. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.